Manufacturer narrative:
This user facility is outside of the united states. Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patients mentioned in the journal article. The following sections could not be completed with the limited information provided. Age - patients are 48-78 years old for all patients including patients with competitor products. Patient sex - 13 males and 14 females for all products including competitor products. The patients underwent revision procedures due to one of the following reasons: unexplained pain, femoral loosening, acetabular loosening, osteolysis, impingement, armd or acetabular fracture. However, it cannot be determined which patients had the previously mentioned reasoning. (B)(6).

Event description:
Information was received based on review of a journal article titled, "clinical cold-welding of the modular total hip arthroplasty prosthesis" which aimed to examine the factors that influence the formation of a clinical cold weld. The article also investigated the effectiveness of current intraoperative equipment at separating the modular head from the femoral stem, the force needed to mechanically disassemble the modular head from the femoral stem, and to correlate the difficulty of head-neck separation. Two patients were identified in the article that underwent revision procedures due to unknown reasons. The implants were removed from the patients between twenty-five (25) and one hundred and thirty-one (131) months. There has been no further information provided and the patients outcomes are unknown.